Event description:
During patient treatment, the operator observed the "low service gas" light to be illuminated and a hissing sound near the patient circuit calibration screw. The patient was placed on another 3100a without compromise.